Manufacturer narrative:
(B)(4). (Lot 14m015 was manufactured november 11, 2014-november 13, 2014). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed white particles ranging between 1.17 to 1.96mm in length, floating in the fluid of the bladder. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.